Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited helix mechanism issue resulting in failure to extend the helix. The ra lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix extended and was found bent consistent with procedural damage. X-ray examination showed that the helix was bent consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was isolated to the helix being bent consistent with procedural damage.